Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. Imaging was sub-optimal due to patient's complex anatomy. During the procedure, a mitraclip was successfully implanted. Post deployment, the clip had single leaflet device attachment (slda) from the anterior leaflet. Additional mitraclip was deployed to stabilize the slda clip. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay reported.